Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Reportedly, the customer uses apidra insulin in their cartridge and is aware that apidra is off label to use with the pump. The customer's blood glucose (bg) levels ranged between 200-300mg/dl and a manual injection was administered to address the elevated bg level. The customer stated that they believed the occlusion was within the infusion set tubing. As the customer had changed their pump supplies to resolve the occlusions, troubleshooting to determine a possible cause of the occlusion could not be performed.